Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Initially, the customer reported that he had lost her insulin pump. During the call the customer stated that he was hospitalized in (B)(6) 2011 and spent time in a nursing home while he recovered. The customer stated that after being released, he realized that he did not have the insulin pump. No further info was provided at the time.